Manufacturer narrative:
The reported event of premature discharge of battery and capture issue was not confirmed. The device was received with normal outputs and normal leads impedance. Analysis of the device image indicates the device was operating in high output mode with auto-capture and autosense enabled. Electrical and mechanical tests performed including output verification, capture test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that the patient was brought to the electrophysiology lab after the patient reached the elective replacement indicator (eri). No specific issue was observed other than the device being at eri at the five-year mark. The physician suspected battery depletion possibly due to capture thresholds or advisory related. The pacemaker was explanted and replaced. There were no patient consequences.